Event description:
The customer reported non-reproducible troponin I (access accutnl+3 reagent) results, for one patient, involving the access 2 immunoassay system. The customer stated the initial results were not released out of the laboratory. There was no patient injury associated with this event. The customer reanalyzed the patient's sample, on the same instrument, and obtained lower results. The sample was then reanalyzed, on an alternate access 2 system, and lower results (within the reference range) were obtained. The patient's sample was collected in a 13x75 mm sodium heparin tube without gel and centrifuged at 3,500 rpm (rotations per minute) for ten minutes. The customer noted all system parameters (including quality control (qc), system check, and precision test passed within assay and instrument specification. The customer also noted assay calibration failed due to ultrasonic phase lock loop system errors. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) verified the ultrasonics failures observed by the customer. The fse replaced the ultrasonics board and transducer. During verification testing, the fse noted several rlu outside limits system errors and noticed the 15-pin connector had rust and was not turning on. The fse replaced the luminometer and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the luminometer.